Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and confirmed the customer reported issue. Further investigation is pending and a supplemental report will be filed with additional device analysis.

Manufacturer narrative:
D3: 18-dec-2024. H3: one device was received for evaluation in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found the device was in used condition. Functional testing was performed, and the device powered up with error code 42224. The error code was cleared, and did not appear again during testing. The device passed all testing, and no action was taken as the error code did not recur. The device tested normally, and the cause of the error code was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 42224. There was no patient involvement. The issue was discovered during testing.